Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly the customer's correction factor was entered incorrectly. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.